Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was also reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge fell off the pump while in use. A cartridge change was performed to resolve the issue. The customer was able to resumed successfully. Customer¿s blood glucose level was 292 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.